Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. The sample received had the tubing separated from the bottom opening of the drip chamber. A device history record review for model ms3500-15 lot number 20043389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure mode is the lack of solvent between the drip chamber and tubing. Inspecting the location of the union for the drip chamber and the tubing indicates that there is a lack of solvent between the two components. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. The sample received had the tubing separated from the bottom opening of the drip chamber. The root cause of this failure mode is the lack of solvent between the drip chamber and tubing. Inspecting the location of the union for the drip chamber and the tubing indicates that there is a lack of solvent between the two components. This issue is caused by an error during the assembly process.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material no: ms3500-15, batch no: 20043389. We had an issue today with one of the secondary lines breaking.